Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one tray was provided to our quality team for investigation. Through visual inspection, no issues were identified within the needles returned, we were unable to replicate the reported incident. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001530808 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material#: 400868, batch#: 0001530808. When opening item#: 400868, they noticed the introducers were closed off not allowed a needle to pass through.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.